Event description:
ICU patient was holding on to the bedrail. She turned onto her left side in the bed, and the left siderail broke off. The patient fell out of bed and landed on her buttocks, still holding onto the bedrail. Patient was not injured in the fall.